Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) after a syncopal episode at home. Device interrogation determined the pacemaker had reverted to safety mode operation resulting in oversensing and pacing inhibition in this pacing-dependent patient. A revision procedure was performed, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device was discarded and therefore will not be returned for analysis.